Event description:
It was reported that the patient presented in clinic experiencing diaphragmatic stimulation. The left ventricular lead was noted to have dislodged. The lead was turned off. The lead was capped and replaced on (B)(6) 2017. The patient was noted to have no rhythm compromise. No other symptoms were reported.